Manufacturer narrative:
(B)(4).

Event description:
It was reported that there is a small amount of blood in the sterile sleeve intra-aortic balloon (iab). The doctor had to reposition the iab, and that is when blood appeared in the sterile sleeve. The doctor confirmed that there is no blood in the gas tubing, and that there have been no alarms. The blood does not appear to be accumulating. The patient is stable on the intra-aortic balloon pump (iabp). There is no plan to remove the iab prematurely. Doctor is going to leave the iab as is and will reassess prior to surgery. There is no report of patient complications or injury.

Event description:
It was reported that there is a small amount of blood in the sterile sleeve intra-aortic balloon (iab). The doctor had to reposition the iab, and that is when blood appeared in the sterile sleeve. The doctor confirmed that there is no blood in the gas tubing, and that there have been no alarms. The blood does not appear to be accumulating. The patient is stable on the intra-aortic balloon pump (iabp). There is no plan to remove the iab prematurely. Doctor is going to leave the iab as is and will reassess prior to surgery. There is no report of patient complications or injury.

Manufacturer narrative:
Qn#: (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.